Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A manufacturer representative went to the site to service the system. A system checkout was completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the door open display did not disappear when the door was closed. The door was opened and closed repeatedly several times and improvement was achieved. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.